Manufacturer narrative:
Device was returned and evaluated. Device evaluation determined a faulty ccd (charge coupled device) unit causing the image issue. In addition, the device failed the leak test due to kinks and puncture on the device cable. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. A root cause to the reported issue is unknown. Probable cause can be due to user maintenance or handling issue.

Event description:
It was reported that during an unspecified procedure, the device exhibited very poor light reception. There were no further details provided regarding the event. No patient harm or impact was reported.

Event description:
Customer reported that the case was completed with another camera head. There was no patient injury/harm. No other information was provided

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and customer response updates. Please see updated sections: b5,g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified . Probable cause likely that the cable has been twisted and punctured by the unexpected external force applied to the cable due to the user's handling, causing water leakage. It is likely that the image could not have an output due to overcurrent was applied to the ccd due to water leakage, or an unexpected external force was applied to the ccd. As stated on the IFU and as a preventive measure, the user manual states : ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.". Olympus will continue to monitor complaints for this device.